Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not close around cystic duct and artery when device was fired. A second clip applier was opened and the first 5-6 clips were fired, but again, clips would not close around cystic duct or artery. These clips were removed and more clips were fired from same second device and clips were applied as intended. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Added additional information. Batch # m91u2t. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed twelve conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. No incident related to the reported event was observed during the batch record review. The batch history records were reviewed with no anomalies noted during the manufacturing process.